Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. A device history review could not be completed as no batch number was provided. Root cause description: undetermined as no sample, batch, or lot code was provided.

Event description:
It was reported that foreign matter was found during use with a unspecified bd syringe. The following information was provided by the initial reporter, "it was reported that there was a piece of syringe floating in the insulin. Caller reported piece of syringe floating in insulin. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no, customer received normal assistance by a 3rd party but was not incapacitated due to issue. 01-apr: rcvd an email from the distributor stating "the syringe information was not provided."